Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and elevated ketones; bg values were described as "high" but specific values were not provided. Suspected cause of elevated bg/ketones was not known. An infusion set site change was performed and a manual injection was administered to address bg. A system check was performed by tandem technical support, and it was determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.